Event description:
The pt stated that, last week his infusion device shut down in the middle of the night without giving him the a2 (low power pack) or e2 (power pack depleted) alarms. He stated his blood glucose was elevated to 400 mg/dl because of this. The pt had symptoms of "fuzzy eyesight", muscle tension, and frequent urination. He stated his normal range is 100-120 mg/dl. The pt stated his power pack was only one week old. He stated he changed the power pack and gave himself a bolus to lower his high blood glucose. The pt stated he has been changing his power pack every 2 weeks due to the recall. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.